Event description:
It was reported that the customer was hospitalized for a heart attack that was related to diabetes, as customer had high blood glucose of 435 mg/dl and was vomiting. The insulin pump was put back on the customer while he was in the hospital and he had been using it since. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.